Event description:
The polyethylene insert is reported to have failed. Revision surgery was performed.

Manufacturer narrative:
Non-destructive visual evaluation was performed on device catalog #86-5308, which was revised after approximately six years of implantation. The ulra-high molecular weight polyethylene portion of the tibial component showed pitting and delamination wear along with regions of burnishing and abrasion on the articulating surface. There were no unusual features on the tibial tray, or apparent material or manufacturing defects noted on this component. At this time, jjpi consideres this file closed.